Event description:
During the device preparation, the right ventricular (rv) lead was bent at the distal part when taken out of the packaging. A new lead was successfully implanted. The patient was stable.

Manufacturer narrative:
An event of product quality anomaly regarding lead damage at the distal region was reported. As received, a complete lead was returned in one-piece with the stylet from the field fully inserted inside the lead and stylet pack. The reported event of a packaging problem was unable to be confirmed. The original box and sterile packaging were not returned with lead for analysis. The reported event of lead damage at the distal region was confirmed. X-ray examination found the returned stylet was fully inserted inside the inner coil of the lead. The lead was found to be curved/damaged at the distal end between the ring electrode assembly and right ventricle shock coil. After removing the stylet from the lead, the inner coil was found to be curved/damaged at the same region the returned stylet was bent/kinked/damaged. The damage noted to the distal end of the inner coil and returned stylet are consistent with damage occurring during procedure. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.